Event description:
It was reported that non sustained oversensing was observed. Non-reproducible lead noise occurring during and after a qrs complex was noted. On (B)(6) 2022, the lead was capped. The patient was stable.